Event description:
It was reported that the radiofrequency programmer head and the software analyzer, originally returned as associated devices with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: during analysis it was determined that the analyzer would not start, that it got a "loss of communication" error message. It was also noted that the analyzer was out of specification on most of its function tests. The analyzer will be scrapped as it is not functional and not repairable, and is no longer needed by the customer. Product ID: 2067 radiofrequency programmer head; (B)(4).